Event description:
It was reported that on (B)(6) 2010, the patient presented with hnp, spondylolisthesis, spinal and foraminal stenosis and ddd at l4-5 and l5-s1, gait disturbance, and scoliosis. The patient underwent plif on the right at l4-5 and l5-s1 using sextant posterior instrumentation, capstone interbody cages, local autograft, and rhbmp-2/acs. Locally harvested cancellous autologous bone and bmp were placed in the anterior aspect of the disc space. The capstone interbody devices were filled with autologous bone only. There were no noted complications. Two months after surgery, the patient ¿was traumatically battered by her (B)(6) dog and as a result ¿ sustained traumatic disruption of the fracture and breaking of the screws at s1 and non-union¿¿ on (B)(6) 2012, the patient presented with traumatic disruption of fusion l4-5 and l5-s1 and fracture of left s1 pedicle screw, loosening of right s1 pedicle screw, gait disturbance, spinal radiculopathy, scoliosis, neurogenic claudication, osteopenia, and traumatic instability of l3-4. The patient underwent hardware removal bilateral s1 screws and right l4 screw, insertion of pedicle screws bilateral s1 right l4 and bilateral l3, posterolateral fusion at l3-4, l4-5, and l5-s1 bilateral, kyphoplasty augmentation bilateral s1, tlif l3-l4, and bone biopsy s1. Capstone, posterior instrumentation, autologous cancellous bone, and rhbmp-2/acs were used. There were no noted complications. The patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012: patient presented with following pre-op diagnoses: status post l4, l5-s1 posterior spinal fusion with pedicle instru mentation; traumatic disruption of fusion of l4- l5 and l5-s1; traumatic disruption of and fracture of left s1 pedicle screw, loosening of right s1 pedicle screw; gait disturbance; spinal curve; spinal radiculopathy; scoliosis; neurogenic cla udication; osteopenia; traumatic instability of l3-4 spinal segment. Procedure: removal of bilateral 51 screws and right l4 screw; intra-operative biplane fluoroscopy; local harvesting of cancellous autologous bone; use of bone morphogenetic protein type ii; use of bone proformative material; insertion of pedicle screw, bilateral s1, right l4, and bilateral l3; lntertransverse process posterolateral fusion at l3-l4, l4-l5, l5-s1 bilateral; augmentation kyphoplasty, bilateral s1; insertion of hydroxyapatite-coated right l4 pedicle screw; transforaminal posterior interbody fusion, right l3-l4; intra-operative radiologic assessment of augmentation kyphoplasty; bone biopsy, s1. Perop: bone morphogenetic protein mixed with autologous cancellous bone and bone proformative material was placed in the lateral gutter over the posterior transverse process. Inter-transverse process fusion from l3, l4, ls, and 51 on the left side. Copious irrigation of the disk space was made. Then placement of bone morphogenetic protein and cancellous autologous locally harvested bone was placed in the anterior disk space at l3-l4, followed by a cage implant fined with the patient's own autologous bone only and then distraction traction was released.